Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d4 lot# and UDI#.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The staff opened one piece of sensation plus 50cc and they realized that the balloon wasn't wrapped properly and was flared in the middle. Later the medical team couldn't advance the catheter through the delivery sheath in set , or via a separate 8fr & 9fr terumo sheaths.

Event description:
The staff opened one piece of sensation plus 50cc and they realized that the balloon wasn't wrapped properly and was flared in the middle. Later the medical team couldn't advance the catheter through the delivery sheath in set , or via a separate 8fr & 9fr terumo sheaths. There was a patient involved, but no harm was reported.

Manufacturer narrative:
Updated fields: b4,b5,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,health effect-clinical code,health effect ¿ impact codes),h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane loosely folded. No blood was visible on the catheter. Two kinks were observed on the inner lumen within the membrane approximately 12.2cm and 12.4cm from iab tip. A laboratory insertion test was unable to be performed due to the inner lumen kinked. The condition of the iab as received indicated kinks on the inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a.